Event description:
The customer reported that during the ablation procedure, the surgeon recognized the abnormal value of impedance and suspended the operations to confirm the insulation material of the needle was damaged. Using another needle, the case was completed with no problem. There was no patient harm. The operation was performed with use of metal ultrasonic probe. The customer reported this could probably be the cause of the device failure. Covidien's initial evaluation of the incident device confirmed the insulation was damaged and the needle failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow up report will be submitted.